Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 16-jun-2015, an fse visited the customer facilities and evaluated the instrument. The fse found that the sensor for pm140 was dusty and jammed the motor, causing it to become out of alignment. He realigned the flag and sensor write off wash probe as well. The fse also verified the sample loader rack rotation check. This returned the instrument to it' functional state. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was x1 sensor out of alignment.

Event description:
On (B)(6) 2015, a customer reported x1 step errors in with their aia-2000 analyzer. The customer was unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.